Event description:
Procedure: diagnostic laparoscopy. Reportedly, the trocar's pyramidal tip damaged the safety shield and the cannula sleeve. The surgeon had to widen the incision to remove the device. The pt's skin stuck to the cannula sleeve and the safety shield. No injury was reported.